Manufacturer narrative:
Block d2b (pro code (product code)): mnd. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a gastroscopy procedure performed on (B)(6) 2024. During the procedure, when attempting to suction the third varix, the ligature could not be applied. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d2b (pro code (product code)): mnd block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block b5 and block h6 has been updated based on the additional information received on november 11, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a gastroscopy procedure performed on (B)(6) 2024. During the procedure, when attempting to suction the third varix, the ligature could not be applied. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received on november 11, 2024: it was reported that the anatomy location was in the esophagus. Note: it was reported that the ligator shrink wrap was removed when attempting to suction the third varix; however, per the instructions for use (IFU), "removal of the ligator shrink wrap is done at the end of the setup."

Manufacturer narrative:
Correction: correction to block d4 unique identifier (UDI) #. Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a gastroscopy procedure performed on (B)(6) 2024. During the procedure, when attempting to suction the third varix, the ligature could not be applied. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received on (B)(6) 2024: it was reported that the anatomy location was in the esophagus. Note: it was reported that the ligator shrink wrap was removed when attempting to suction the third varix; however, per the instructions for use (IFU), "removal of the ligator shrink wrap is done at the end of the setup."

Manufacturer narrative:
Block h2: correction: correction to blocks d2a common device name and d2b pro code. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a gastroscopy procedure performed on (B)(6) 2024. During the procedure, when attempting to suction the third varix, the ligature could not be applied. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received on november 11, 2024: it was reported that the anatomy location was in the esophagus. Note: it was reported that the ligator shrink wrap was removed when attempting to suction the third varix; however, per the instructions for use (IFU), "removal of the ligator shrink wrap is done at the end of the setup."